Event description:
It was reported that the procedure was to treat a 100% stenosed chronic total occlusion of the left distal common iliac artery with heavy calcification and heavy tortuosity. The 8x59mm omni elite balloon expanding stent (bes) was attempted to be advanced to the target lesion; however, the bes failed to cross due to the anatomy. Therefore, the bes was attempted to be removed from the patient; however, during removal the stent became dislodged from the balloon and remained in the right common femoral artery. The delivery system was removed without issue. A larger opening was made at that interventional access site to advance a hemostat device and remove the stent. The procedure was aborted due to the patient experiencing blood loss, and discomfort which was treated with additional sedation. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported issue and treatment appears to be related to operational context of the procedure. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The reported patient effect(s) of hemorrhage is listed in the omnilink elite peripheral stent systems instructions for use as a known patient effect(s) of coronary stenting procedures.